Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. All manufacturer surgical systems are verified to meet specifications after installation and customer initiated servicing in accordance with the applicable procedures. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the cutter could not cut during vitrectomy surgery. The surgery was stopped, and the patient had to have the eye patched. The patient's condition was not treated yet. The current patient condition is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.